Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 311 mg/dl. Customer had treated their blood glucose with a bolus. It was also found the customer had no symptoms of high blood glucose. Customer also reported their insulin pump went blank for five minutes after performing a selftest. The customer also reported being hospitalized on (B)(6) 2015 with a blood glucose of 427 mg/dl. The customer stated they were feeling out of it before being hospitalized. Customer also reported being diagnosed with transverse myelitis. The customer stated the cause of their hospitalization was due to diabetic ketoacidosis. The customer stated their insulin pump passed a selftest, but requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No unexpected blank display was noted. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the user guide. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.